Event description:
The intralase fs laser was used to create a corneal flap in both eyes (ou) for lasik surgery on (B)(6) 2010. When surgeon lifted the od flap there was some irregularity at the bed of the flap and decided not to treat this eye. Surgeon is not sure if it was as a result of the fs laser or if it was an undetected dystrophy of the cornea. Os eye was treated. Pre-op bcva on (B)(6) 2010, was 20/20 on both eyes. One day post-op ((B)(6) 2010) ou loose epithelium noticed and treated. On (B)(6) 2010, os showed dlk stage I and it was treated. On (B)(6) 2010, od with sicca (dry eye). Pt had post-op exam on (B)(6) 2010 and the bcva showed loss of vision on os (20/40); od was 20/20 with contact lenses. Os overall clearer.

Manufacturer narrative:
Info is section f is provided by the MFR. On (B)(4) 2010, (B)(6) reported that she visited (B)(6) on friday ((B)(6) 2010) and spoke with the doctors and found that one of the doctors discovered the dystrophy after lifting the flap. The cornea was rough textured, however, he treated the left with the visx. The right flap was not lifted and treated. Post-operative the left eye had -0,75ds -0,5dc at 2 degrees = 0,6. On (B)(6) 2010, a field service engineer was dispatched to investigate. He checked the system performance and found no issue. System log file was sent to 2nd level support for eval: the depth data was found to be normal since april.